Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that there was pus at the infusion set insertion site. He stated that the infusion set had not been inserted properly, and the insulin was jelly on his skin. He advised that he would treat with a manual injection and infusion set change. He declined further assistance. Nothing further reported.